Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called via phone and mentioned that he isn't getting insulin and needs to give a bolus. The customer mentioned that blood glucose was 530mg/dl and he was able to give a bolus and get it down to 338mg/dl but now the active insulin is gone and he needs to give another bolus but isn't sure how. Troubleshooting was performed. Nothing is returning.